Event description:
It was reported that during the use of the product, leakage of medical fluid from the connector was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Device lot number is unknown. No information has been provided to date. Device manufacturing date and device expiration date is unknown a product sample was received and is awaiting evaluation and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for investigation. After visual inspection was performed to the sample unit, a broken issue was observed in the luer lock adapter female component. The complaint was confirmed because the luer was broken and caused leakage issues. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault; supplier issue. Manufacturing device history record review could not be performed because no lot number has been provided to date.